Event description:
It was reported, the programmer will not properly boot up. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event of the device not booting into dos (device operating system) or a normal screen. It was found that the device booted to a blank screen, and the display was electrically out of specification. It was also noted the printer drawer was missing.

Event description:
It was reported the programmer will not boot to dos (disk operating system) or a normal screen. This programmer is for internal use only. It is labeled not for human use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.